Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: this is an analysis of a photo submitted to for review. During the visual analysis the following was observed: the photo shows two paper covers with different product codes vcp433 and vcp304, different specifications. The color printed on the papers is acceptable within our quality system. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: photo provided. According to customer feedback, they prefer the products that are packaged in darker-colored packaging as they perceive them to be more sturdy. The customer specifically requests to receive only the products with darker-colored packaging did the event occur during sterile processing? -- unknown, did the event occur during field inspection? -- unknown, did the event occur during internal service activities such as calibration? -- unknown, patient status/ outcome / consequences -- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown, device property of --none, device in possession of --none. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if vc106t is the correct product code (in attached photo there are products with other product code? What is the lot number? Are there any photos available for visual analysis? If yes please provide them. Is it possible that this was a product mix issue? Please confirm. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Pre-op it was noted, the product packaging, label is being delivered with different colors. Additional information has been requested.